Event description:
This patient underwent a coil procedure of an aneurysm located in a broad base acom artery. The patient was admitted with a (sah) sub-arachnoid hemorrhage. During the case, the coil stretch in the microcatheter and was discarded. The case was completed using a 9 25, 8 24, 7 21 coils.

Manufacturer narrative:
Additional information indicated that prior to inserting in the patient, the products were not damaged. All the products were prep per (IFU) instruction for use. The microcatheter or coil was not re-shaped, and all the products were flush per if guidelines. The coil introducer was seated correctly on the hub. A constant and dedicated flush was maintained through the microcatheter at all times. During advancing, it is unknown if the drip was adjusted when the coil delivery system was inserted. In between exchanges, the microcatheter was flushed. The coil delivery system was not utilized like at guidewire. No torque was applied to the coil or microcatheter, and constant fluoroscopy was performed at all times. The resistance friction occurred at the body of the sl 10 microcatheter, but the microcatheter was not placed at an acute angle. After removal, the coil was elongated/stretched. The entire coil was removed from the patient. No further information was available, and the product was not returned by the account. Additional information will be submitted within 30 days of receipt.